Event description:
Subsequent to the initial MDR being filed, additional information was received stating, "the periprocedural mi on (B)(6) 2011 is not related to the promus stent, but rather the vessel occlusion that occurred while treating the restenosis."

Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure in the proximal left anterior descending artery with placement of a 3.0 x 12 mm promus stent. The patient was discharged on (B)(6) 2009 to home on aspirin and clopidogrel. On (B)(6) 2011, the patient began to experience ischemia at moderate workload and was hospitalized on (B)(6) 2011. The patient was treated with medications. A positive stress test revealed cardiac ischemia and angiography revealed left anterior descending artery with 75% proximal stenosis, 65% mid stenosis and timi flow 3. Lab report noted distal edge in-stent restenosis of the study stent and revascularization was performed in the mid and distal left anterior descending artery. Two drug-eluting stents were placed, resulting in post-procedure stenosis 0% and timi flow 3. On (B)(6) 2011, post-procedure, the patient had st segment elevation associated with an occlusion of a small diagonal artery which was caused by the second stent deployed during the revascularization. The st elevation was resolving slowly by the time the patient returned to the critical care unit. Cardiac enzymes noted myocardial infarction. The patient was discharged to home on (B)(6) 2011. No additional information was provided.

Event description:
Subsequent to the initial MDR, additional information was received which indicates that on (B)(6) 2012, the patient experienced an episode of exertional chest pain. The patient was rehospitalized and the chest pain resolved on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of myocardial infarction, ischemia, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4) there were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, ischemia, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.